Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/04/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/10/2014 with the following findings:a review of the pump¿s black box data revealed multiple rebooting events occurring after the date of complaint; the black box data date range did not include the date of complaint. A battery compartment crack was discovered during evaluation. There was no evidence of moisture within the battery compartment. The battery cap threads were found to be damage and the battery cap was unable to be properly secured to the pump. A power loss was observed with the returned battery cap. A test battery cap was unable to be properly secure to the pump however no power loss was observed with the test cap. The pump was opened and there was no evidence of moisture, damage, or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there was a crack case on the battery compartment and going down the compartment to about 4 inches. The reporter stated that this issue was discovered this morning and that patient has experienced power loss. There is no reported adverse event with this complaint. This report is made based on the allegation of the power (damage) issue.